Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two single use instrument. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left hemi pancreatectomy, the surgeon pushed the green button of the device, and it did not fire. The surgeon needed to suture the bleeding area. A surgical intervention was needed to prevent a permanent impairment of a function. There was a tissue damaged on the pancreas and the procedure extended by more than 30 min.